Event description:
Event description guidant received information that this device was undersensing ventricular tachycardia (vt) due to timing set up by the rate smoothing.

Event description:
Boston scientific crm received information that this device was undersensing ventricular tachycardia (vt) due to timing set up by the rate smoothing. The field representative indicated that the rate smoothing was turned off to minimize the atrial pacing and the ventricular blanking after the atrial pacing. The issue was resolved. Subsequent information indicates that this product was later explanted and replaced for normal battery depletion.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, this device passed labeled longevity calculations. The device was put through and passed the pg therapy verification (pg_tv) test that verifies the performance of defibrillation, pacing, sensing, and high voltage shocking, functions of the device. Analysis confirmed that this product was operating within device specifications. The clinical observation was unable to be reproduced or confirmed. It was reported that the issue was resolved with programming modifications.